Event description:
It was reported that two hrs after placement, the filter was found with one leg into the vena cava and close to the peritoneum. The filter was removed with no complications for the pt.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Upon inspection of the returned sample, the filter appeared to have some dried blood in the apex and on the leg/hooks. The filter was cleaned. All the filter arms, legs/hooks were present and intact. Heat was applied to the filter and the filter took shape. The filter was measured; all measurements taken were within specs. The result of the investigation was inconclusive for perforation, root cause unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage to the ivc wall.